Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that after an intraocular lens (iol) was implanted, the patient still needed to wear glasses for distance and near vision. The iol was exchanged for a different lens 16 months after the initial implantation. Visual disturbance limited best corrected was the clinical reason given for lens exchange. Additional information has been requested.